Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 560mg/dl and recently received a new battery cap. Troubleshooting found that the customer recently called with a battery issue and that the battery was not lasting more than 1 or 2 days. The customer indicated that the new battery cap did not resolve the problem with the battery and pump. Customer was unable to troubleshoot and indicated they would call back later.